Event description:
It was reported that the patient presented in clinic. A device interrogation was performed and discovered that the patient's implantable cardioverter defibrillator (ICD) inappropriately went into backup operation with high voltage therapies disabled. The cause of the backup operation was discovered to be that the patient presented to magnetic resonance imaging (MRI) procedure without putting the ICD in MRI mode. Programming changes were made to restore the device. The patient was stable throughout.